Event description:
It was reported that during an unknown procedure, the blade jammed because the jaw was out of alignment after a full bite of tissue. There was tissue in the jaw and the jaw could not be opened because of the jammed blade. The tissue surround the jaw was removed with an ees scissor. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the upper jaw detached not returned and the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the device prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent